Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2015 with the following findings: the pump history showed the pump was not in use between 10/12/2015 and 10/23/2015. The last basal delivery and the last bolus delivery were on 11/03/2015. There were no alarms related to the complaint in alarm history. The pump was programmed with a 2.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 2.0u and total daily dose showed 48.0u. There were no errors, alarms or warnings during testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 250 mg/dl with diabetic ketoacidosis and unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump. It was reported that the patient's healthcare provider made recent changes to their basal rate, bolus settings and insulin on board. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an inaccurate delivery issue.